Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false bradycardia episode due to intermittent undersensing of small r-waves. It was also reported that the icm detected a false pause due to undersensing, which was caused by diminishing r-waves. The icm remains in use. No patient complications have been reported as a result of this event.